Event description:
Event description guidant received information that this patient with this pacemaker was admitted to the ER with syncope. The patient was told several months ago that his device was near eol. It is also on an advisory. A local representative interrogated the device. There were no ventricular sense (vs) markers. The caller turned off hysteresis and the vs markers returned. The device was explanted and replaced.